Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The investigation determined the device could not be switched on and beeps continuously due to a defective printed wire assembly (pwa) the pwa and dso seal were replaced.

Event description:
It was reported that the pump rings continuously. The issue occurred before patient use. There was no patient involvement.